Event description:
Boston scientific received information that this device caused a red alert to be declared due to high shock impedances. The right ventricular (rv) lead model and serial number are unknown at this time while attempts have been made to obtain. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service therefore will not be returned for analysis to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Additional information was received indicating that the high, out-of-range shocking impedance issue is still ongoing. It was reported that the patient had a high shocking impedance since implant at around 110 ohms. However, the measurements were considered stable and no lead issues were suspected. All other measurements were within normal range and no noise was recorded. No revision was planned at this time.